Event description:
It was reported that shaft break occurred. During unpacking of a 4.0mm x 8mm balloon catheter it was noted that the delivery shaft was fractured about 50cm away from the hub. The procedure was completed with another of the same device. There were no patient complications reported and patient's status was stable.